Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays which states right sided reverse total shoulder arthroplasty with possible early loosening of the humeral component proximally and superiorly. The inferior or medial rod appears to extend into the inferior aspect of the glenoid joint which can be a possible source of pain. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk rotator cuff; unk tm reverse stem. The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02681, 0001822565-2019-03104. Discarded.

Event description:
It was reported that the patient underwent a revision procedure due to pain, loosening and migration. Tm baseplate had migrated superior and loosened. It seemed the baseplate was placed to superior to begin with by prior surgeon. Stem was also loose. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.